Event description:
A report was received that the patient underwent an explant due to an infection at pocket site. The infection is believed to be procedure related. The symptoms were fever, redness, swelling and drainage at pocket site. The patient was given IV rocephin and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-50 serial:(B)(4) description:artisan surgical lead, 50cm explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.